Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient. The sensor appeared to be in a small vessel per angiogram.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
As of (B)(6) 2022, the patient was able to transmit readings that did not exhibit dampening. To facilitate easier readings, the search pressure was increased from 18 mmhg to 35 mmhg, and the minimum signal was decreased from 70 to 60.